Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for routine follow up. The right ventricular lead exhibited noise reversion episodes. The noise could be replicated with arm movements. The patient would be monitored.